Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 sensor module for bubble detector. The incident occurred in (B)(6). A livanova service representative was dispatched to the facility to investigate the device and he could confirm the reported event. He replaced the bubble sensor module with a new one and tested the system. The issue was solved. However, it was not possible to determine the root cause.

Event description:
Livanova received a report that during procedure a yellow warning triangles appeared in different areas of the system panel of an s5 system. The s5 sensor module for bubble detector alarmed and switched off. There was no report of patient injury.